Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the plume evacuator turned off during the entire procedure. Possible under correction reported. Additional information requested.

Manufacturer narrative:
The system is equipped with a plume evacuator. The evacuator sucks away the debris plume as long as the laser foot pedal is depressed. The plume evacuator box is located at the foot end of the patient bed. Operation of the evacuator can be checked by the suction sound. User handling. Customer stated plume evacuator was turned off by accident. The manufacturer internal reference number is: (B)(4).